Event description:
While the tracheostomy tube was in place in the pt, the ventilator circuit fell off the hub of the tracheostomy tube and at the same time the clear cuff spontaneously separated from the tracheostomy tube lodged within the ventilator circuit. The nurse had to physically remove the clear cuff from the ventilator circuit and replace it onto the hub of the tracheostomy tube.